Manufacturer narrative:
The mayfield modified composite series base unit (a3101) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. The returned unit meets specifications and only requires preventive maintenance. Pm was completed and device meets manufacturer's specifications. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2023-00211. A facility reported that during revision posterior fossa decompression procedure, the mayfield modified skull clamp (a1059) which was used for cranial stabilization slipped on the patient's right side where the 2 pins were positioned. This led to a full-thickness laceration of approximately 5cm next to the vp shunt, requiring cleaning and suturing. As a result, the surgery was cancelled. No further details regarding craniofacial issues has been provided. Further information provided indicates that the hospital does its own mayfield inspection once per year, and integra's account manager has advised he has discussed retraining. However, the devices are being returned to integra service to be evaluated.